Event description:
A 18 gauge introducer/needle - biovue would not disconnect once in the vein. The pt had to go through another re-cannulation. It looks like the two pieces, introducer catheter and needle were inadvertantly molded together.